Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this is an addendum to the initial emdr submitted (MDR_number: 1213643-2019-04472). It was identified that the emdr is a duplicate of a previously reported event (MDR_number: 1213643-2013-00101). As such, this supplemental emdr is submitted to report the information. Note, the date of manufacturing is considered to be a best estimate as 15-mar-2011 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2015. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. It is alleged by patient¿s attorney that the patient had unspecified injuries. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per legal claim: attorney alleges per short form (see attached) that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2011. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. It is alleged by patient¿s attorney that the patient had unspecified injuries. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿a large perfix plug (device #1) was used to plug the opening which was secured with sutures.¿ (B)(6) 2012 - patient was diagnosed with foreign body granuloma mass neuroma thereby underwent right groin exploration with removal of mesh (device #1). Per operative notes, ¿a solid mass appeared to be a mesh ball (device #1) was resected completely, it was densely adherent to the surrounding tissues.¿ (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia and neuralgia thereby underwent open repair with implant of bard flat mesh (device #2) and neurectomy. Per operative notes, ¿the floor of the groin was noted to be weakened therefore mesh hernioplasty was carried out with a marlex mesh (bard flat mesh ¿ device #2) which was secured using sutures.¿ attorney alleges that the patient had mesh shrinkage, nerve damage, pain and hernia recurrence. It was also alleged that the patient had meshoma, extensive scar tissue, foreign body granuloma mass- neuroma, neurectomy due to inflammation by the nerve, weakened floor of the groin, 3 nerve injections for pain ¿ all which failed.

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2015. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. It is alleged by patient¿s attorney that the patient had unspecified injuries. As reported, the attorney alleges patient experienced emotional distress and the device was defective.